Event description:
It was reported to boston scientific corp on march 20, 2007, that during the use of a rx dilatation balloon in a male pt, the sheath became "stuck in the patient's duct" after the sheath was not removed from the device prior to placement in the scope. The physician "attempted extensively to get the sheath out, without avail." The patient is scheduled to go to surgery "for a whipple (removal of the portion of pancreas) and the reconnection of the gi track where they will also place a plastic stent to relieve the strictured bile duct." According to the customer, "the sheath that was inadvertently placed in the bile duct is serving as that plastic stent." The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. However, it was confirmed by the customer that the sheath that was stuck in the patient was the protective covering that is placed over the balloon for protection during transit and shipping; therefore, the root cause of this failure is due to the user's failure to follow the directions for use. The directions for use state "remove protective sleeve from balloon prior to insertion." A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint databse for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The feb 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.